Event description:
It was reported that the customer was hospitalized for lbgs. The customer took too much insulin and the bolus wizard settings were incorrect. The customer was assisted with programming the correct settings on the pump. It was indicated that the customer was educated on the bolus wizard and to contact md to confirm settings.